Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during testing at the user facility, the remb oscillating saw was experiencing run-on. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during testing at the manufacturer facility, the core oscillating saw was experiencing unintended activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
It was found upon visual inspection that the motor cartridge malfunctioned, which can cause the events.

Event description:
It was reported that during testing at the user facility, the remb oscillating saw was experiencing run-on. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences. It was also reported that during testing at the manufacturer facility, the core oscillating saw was experiencing unintended activation. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.